Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the patient was not experiencing stimulation in their feet. The patient has reported falling a few times, but it did not appear that the leads had moved. The hcp went in surgically and pulled the leads down one for triple body to attempt to improve stimulation coverage into their feet. The issue was resolved. No further complications were reported or anticipated.